Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms or indication of a device malfunction. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to capacitors unrelated to the reported complaint. Driver passed all areas of functional testing for acceptance at incoming inspection. The lcd touch screen functioned as intended without issue. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported malfunctioning touch screen that was unable to be recalibrated was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found to capacitors during inspection was cosmetic only and did not have any impact on the display lcd screen or the functionality of the driver. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that during system check test for the companion 2 driver screen calibration was off and customer unable to recalibrate screen.

Event description:
The customer, a syncardia certified hospital, reported that during system check test for the companion 2 driver screen calibration was off and customer unable to recalibrate screen.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.